Event description:
A trilogy o2 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" had occurred when performing the operational check on the trilogy o2 device. The manufacturer's service technician observed error code oxygen blending module (obm) accuracy urgent service in the device¿s event log. The manufacturer's service technician replaced the device's oxygen blender printed circuit assembly board which is equipped with the obm airflow sensor to address this issue. After replacing the part on the device, the manufacturer's service technician performed the repair and run-in tests, along with the battery and valve checks on this device. The manufacturer's service technician determined that the device was operating properly, and it was cleaned.